Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture, low impedance, signal artifact and r-wave amp variation. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.